Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A facilities representative reported a lens that was removed to due to mechanical complication following an intraocular lens (iol) implant procedure. Additional information from completed questionnaire indicated "the patient complained of haloes and glare, unable to drive at night".